Event description:
The customer reported via phone call that they had a lost sensor alarm with their sensor. Customer's blood glucose was unknown. It was also reported the customer had a no delivery alarm when they were running low on insulin. Customer stated the alarm was resolved by a complete set change. The customer declined to return their products for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.